Event description:
It was reported that during use of the fiber in a prostate procedure, the physician saw a flash and noticed that the outside of the sheath had melted. No patient injury was reported and no further information is available.